Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The product support engineer (pse) evaluated the unit and verified the reported issue. The pse found that the unit would need a new flow sensor assembly and would need a power switch overlay. The pse replaced the flow sensor assembly to resolve the reported issue. The pse replaced the power switch overlay to address the power led failure. The unit passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the unit failed the airflow accuracy performance verification test at the ten (10) standard liters per minute (slpm) and one hundred and twenty (120) slpm settings. During evaluation of the unit, the pse also observed a power led failure. There was no patient involvement.